Event description:
During the procedure, an epic stent was chosen, but no stent was seen on xray immediately after deployment, nor on subsequent x-rays. As a result, 2 other stents were chosen to cover the area that the initial one was planned for. No apparent harm was done to the pt, since no stent appeared to be present after deployment. The used device was placed in the package and sent to biomed for further investigation. Diagnosis or reasons for use: adom aortic aneurysm; iliac artery aneurysm.